Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging cough, nasal or throat irritation or soreness. There was no report of permanent or serious patient harm or injury.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging a dry persistent cough,nasal or throat irritation or soreness related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.there is dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device.there were also evidence of liquid ingress on the blower and blower box.slight black contamination at the blower seal of the blower box is consistent with the keratin contamination.the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. There was no evidence of sound abatement foam degradation.